Manufacturer narrative:
Additional lot # v4309w.

Event description:
It was reported that the 4-40 stud that broke off the handpiece and the active blade broke off the instrument. The case was completed with another handpiece and instrument. No patient consequence was reported.